Event description:
It was reported that while checking in the mis pan, it was noticed that the ankle clamp is broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a cracked triathlon tibial alignment ankle clamp was reported. The event was confirmed. Visual analysis confirmed the reported event. One of the device flippers cracked. The device was manufactured to the g revision. Review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been other similar reported events for this lot ID. The investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use. A trend (non-adverse) was identified indicating that the triathlon ankle clamp (cat# 6541-2-609) plastic components are prone to fracture.

Event description:
It was reported that while checking in the mis pan, it was noticed that the ankle clamp is broken.